Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized. The patient was treated with injection vancomycin (1g once every four days; route and duration not reported) and injection amikacin (125 mg once a day; route and duration not reported) for peritonitis. Action taken with dianeal therapies and patient outcome was not reported. No additional information is available.